Manufacturer narrative:
Additional information was received that the patient has a (B)(6) infection and a (B)(6) infection. No further information can be obtained.

Event description:
A report was received that following an explant procedure, the patient's leads stuck out of the explant site and minor drainage was noted. The physician believed that the patient was a slow healer. The patient underwent lead explant procedure. No device malfunction suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinionperc lead kit-50 cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an explant procedure, the patient's leads stuck out of the explant site and minor drainage was noted. The physician believed that the patient was a slow healer. The patient underwent lead explant procedure. No device malfunction suspected.